Event description:
A customer in (B)(6) notified biom¿rieux of obtaining a misidentification of klebsiella pneumoniae as vibrio fluvialis while testing a patient strain using the vitek¿ ms instrument (reference # 410895, serial # (B)(4)). The customer first performed an oxidase test. The result showed that the bacteria was oxidase negative. The customer then completed an identification with the vitek¿ ms system. A vibrio fluvialis (oxidase positive bacteria) was identified by the system. This result is not consistent with the oxidase test results. The customer performed a second identification with the vitek¿ ms system and identified the strain as klebsiella pneumoniae. This second result is consistent with the oxidase test. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biom¿rieux internal investigation has been initiated.

Manufacturer narrative:
Review of previous reports: the investigator searched the historical complaint database to identify any similar issues. Since january 2016, no complaints noting a misidentification of klebsiella pheumoniae as vibrio fluvialis have been recorded. There is no CAPA nor non-conformity on vitek ms linked with customers' reported issue. Investigation: fine tuning: the monitoring of the fine tuning status with vilink alert tool is useful only if all mandatory fine tuning criteria have been met. In this case, fine tuning done previously did not meet all criteria. Spot preparation quality: the customer¿s spot preparation quality seems to be acceptable as the calibrator ¿all peaks¿ values are homogeneous. Knowledge base review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: according to data provided, the suspected misidentification result was obtained from a spectra having a low number of peaks (44). Moreover, the misidentification was obtained with a low identification score (-0.3) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0,4). By reprocessing the customer data with next vitek ms kb v3.3 (under development), spectra led to a low discrimination of vibrio fluvialis - enterobacter hormaechei - salmonella enterica. By reprocessing the customer data with saramis v4.16 (ruo superspectra), spectra led to a no identification. Considering the information listed above, the misidentification as vibrio fluvialis could be linked to a system limitation (species not present in the vitek ms kb v3.2). However, it cannot be proven because customer was not able to submit the strain for investigation testing. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924 - a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: unknown. Corrective or preventive actions: no CAPA required. Local customer service reminded the customer to perform fine tuning using the fine tuning procedure included in the vitek ms service manual.